Event description:
Leep electrodes kept on breaking upon entry to uterine cavity. Cautery machine checked, electrode cables checked. Used 5 items of electrodes.what was the original intended procedure?cone biopsy.device #1is this a laboratory device or laboratory test?no.